Event description:
Additional information was received from a device manufacturer representative (rep). The pump was updated on (B)(6) 2016 at 14:27. There were 8 events in the event logs. All were normal logs associated to an update. It was noted the patient had a personal therapy manager (ptm). There was another set of event logs from (B)(6) 2016 at 14:45. It was noted that it was the exact same number of event logs from the second update. It was reviewed that this meant the pump was updated multiple times.

Event description:
Additional information was received from a consumer, healthcare provider (hcp) and a device manufacturer representative (rep).while the patient was in theemergency room, the hcp requested a local rep be paged to come on site to interrogate/stop the pump. The patient's pump was removed by the funeral home who placed it in a plastic bag. It was noted the patient's body went to the medical examiner for an autopsy. The body had since returned to the funeral home. The cause of death was unknown. It was unknown if there were any allegations against the device. It was unknown if autopsy records were available. It was noted that the patient was found unresponsive a day after her pump was recalibrated. While the pump was explanted, the catheter was cut and left in the patient. It was requested that the pump be stopped from dispensing medication and to preserve all data relative to its operation since its last calibration. The pump was interrogated on 2016-05-06 and telemetry reports were sent to the patient and the manufacturer. The pump was also turned to minimum rate to preserve the integrity of the pump tubing. The patient status at the time of the report was "deceased".

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 10.0 mg/ml morphine at 3.001 mg/day, 10.0 mg/ml bupivacaine at 3.001 mg/day, and 250.0 mcg/ml clonidine at 75.02 mcg/day via an implantable pump for non-malignant pain. The patient reported lower extremity numbness on (B)(6) 2016. On that same date, the patient's pump was reprogrammed. It was later reported that the patient had chronic pain. The onset was considered to be gradual without injury. The severity level was severe and the duration was noted to be greater than 1 hour. The problem was noted to be worsening and it occurred persistently. The location of the pain was the left flank, right flank, and legs. The pain was radiated to the back, left ankle, right ankle, left calf, right calf, left foot, right foot, left thigh, and right thigh. The pain was described as an ache, burning, numbness, shooting, and throbbing. The patient's symptoms were aggravated by ascending stairs, changing positions, daily activities, descending stairs, standing, and walking. Symptoms were relieved by ice, pain medications/drugs, and rest. The patient's pain was rated on (B)(6) 2016 at a level of 10 on a 0-10 visual analog scale. The patient's back and/or leg pain was rated at a level of 10/10 on a 0-10 visual analog scale. The patient denied a hospitalization and an MRI since the last clinic visit. It was noted that the patient resigned an opioid agreement on (B)(6) 2015 and a urine screen was completed on (B)(6) 2019. The patient admitted to new numbness in the lower extremities. There was no pain at the pump and catheter site. There were no side effects or difficulties with personal therapy manager (ptm) activations. The patient had testosterone or estrogen levels drawn and also recently had blood drawn at a hospital, however the results were not yet available. The patient had a history of sleep apnea. It was noted that she had a continuous positive airway pressure (CPAP) machine, but did not use it. The patient's level of physical activity had been noted to have decreased secondary to poor pain control and withdrawals. Upon a neurological exam, the patient was noted to be awake, alert, and oriented. The patient's gait was steady and she ambulated with a cane. The patient was noted to have a pleasant affect. Her speech was clear and appropriate. The patient had edema of 1+ severity in the ankles bilaterally. To refill the pump, the patient was placed in the sitting position. The borders of the pump were identified, and the area was cleansed in the usual sterile fashion using separate chloraprep swabs, cleansing from the center outward. A manufacturer refill kit was used for this fill. The needle was placed in the port without difficulty. Approximately 8ml of solution was aspirated and discarded per clinic protocol. Upon interrogation, the reservoir volume was 8.6 ml. The patient's pump was filled with 39ml of solution of preservative-free medications, and 1ml was utilized for the filter and tubing prep. The total solution for the fill and preparation contained morphine at a concentration of 10mg/ml for a total of 400mg, bupivacaine at a concentration of 10mg/ml for a total of 400mg, and clonidine at a concentration of 250mcg/ml for a total of 10000mcg. There was a negative draw into the pump at the start of the fill. The pump was filled over approximately one minute. Upon completion of the fill, the needle was removed and direct pressure was applied to the puncture site. The area was then cleansed and a band-aid was applied to the puncture site. The patient's pump was electronically analyzed and reprogrammed during this procedure. The patient had a patient therapy manager (ptm). At this visit, they increased clonidine from 53.28mcg/day to 75.025mcg/day; decreased bupivacaine from 7.992mg/day to 3.001mg/day; started morphine at 3.001mg/day; and discontinued fentanyl. These changes were made because of increased pain. The patient has the ability to give up to 10 boluses of morphine at 0.3mg, bupivacaine at 0.3001mg, and clonidine at 7.5025mcg in a 24 hour period using ptm for a total possible daily dose of morphine 5.9593mg/day, bupivacaine 5.9603mg/day, and clonidine 1 49.008mcg/day. The pump was programmed to deliver a simple continuous infusion of morphine at 3.001mg/day, bupivacaine at 3.001mg/day, and clonidine at 75.025mcg/day with additional boluses as needed for breakthrough pain as stated above. The patient's new pump al arm date was (B)(6) 2016. The pump program and all calculations were verified by the hcp. The patient was discharged in a stable condition at 14:01. It was further noted that the assessment and plan for the patient's complex regional pain syndrome I of the left lower limb was as follows. The patient's pain had worsened since increasing her fentanyl. The patient continued to have numbness and weakness in her legs. The patient's plan included refilling the pump with changes to the patient's concentrations due to side effects and poor pain control. The patient's catheter was accessed at the visit to avoid a bridge bolus and multiple boluses were given and cleared from the catheter to complete the process. The patient would continue ptm as needed for rescue as well as continue percocet 5/325 mg one every 6 hours as needed. The plan and assessment for the patient's neuralgia and neuritis, unspecified was as follows. The patient continued to experience numbness and burning through her whole body. The plan was for the patient to continue lyrica 100mg once per day. The assessment and plan for the patient's edema was as follows. The patient continued to experience swelling in her lower extremities. The plan was to continue to elevate when able. The patient was prescribed alprazolam 0.5 mg tablets, once per day; bentyl 10 mg capsules, 2 capsules by oral route 4 times every day; estrace 1 mg tablets, putting cream on three times per week; oxycodone-acetaminophen 5 mg-325 mg tablet, taking one tablet by oral route every 4-6 hours as needed; and promethazine 25 mg tablets, taking one tablet by oral route every 4-6 hours as needed. A review of systems found fatigue, edema, constipation, nausea, urinary incontinence, dizziness, extremity weakness, headache, numbness in extremity, anxiety, depression, insomnia, back pain, joint pain, muscle weakness, and neck pain. A physical examination of the patient found a well developed constitution, normal hearing in both ears, the patient's respiratory system was normal with normal effort, the patient was noted to have surgical scars on their abdomen, no abdominal tenderness, a visual overview of all four extremities was normal, edema was noted in the extremities, the patient was oriented to time, place, person, and situation, had appropriate mood and affect, normal insight, and normal judgment. The patient's blood pressure was noted as 112/70 with a pulse of 59. It was later reported that the patient was presented to the emergency room, was "over-medicated", and had been intubated on (B)(6) 2016. She was thought to have overdosed accidentally with the "dilaudid pump". She was admitted to the hospital with respiratory distress with accidental dilaudid overdose from the "dilaudid pump". Family history was noted to be noncontributory. It was noted that the patient lived at home with family members and had no history of tobacco, alcohol, or illicit drugs. The nurse practitioner placed a magnet over the pump and therapy was suspended. Device data was not uploaded. It was noted that the patient was found unresponsive on (B)(6) 2016 and had an oxygen saturation of "about 50%". The clinical diagnosis was respiratory distress. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 13:40, where the pump was refilled with new concentrations of medications. The hcp confirmed that opioid conversion was calculated and programmed correctly. The patient did receive a new prescription for a benzodiazepine, which the hcp indicated might have contributed, but it was not confirmed that the patient took the new medication. There was not a significant reservoir volume discrepancy. Narcan was administered and she did respond some. Her pupils were dilated and fixed. It was thought the patient had a hypoxic/anoxic brain injury. The patient's CT scan did not reveal acute abnormalities. The patient was intubated and started on mechanical ventilation on (B)(6) 2016. Vital signs were reviewed. The patient appeared sick-looking lying comfortable on the ventilator, in no apparent distress. The patient was normocephalic and atraumatic. Oropharyngeal mucosa appeared moist without any redness, congestion, or swelling. The patient's neck was supple, no jugular venous distension, no thyromegaly, no bruits, and no lymphadenopathy. Bilateral coarse breath sounds were noted. Examination of the patient's heart found s1, s2, regular without murmurs, gallops, or rubs. The patient's abdomen was soft, and her bowel sounds positive. There was no evidence of clubbing, cyanosis, or edema in the patient's extremities. The central nervous system was grossly intact. The hcp's impression was altered mental status secondary to narcotic overdose with posturing likely secondary to anoxic brain injury, hypoxic ventilator-dependent respiratory failure secondary to possible anoxic brain injury, and a suspicion of aspiration pneumonitis. The plan for care was to admit her to the intensive care unit for close hemodynamic and continuous monitoring, vent sedation, vent management, broad spectrum antibiotics, narcan, MRI of the brain without contrast, eeg, supportive care, and follow-up laboratories in the morning. A noncontrast head CT scan was performed using axial spiral technique. The CT was performed within 24 hours of arrival to the hospital. The endotracheal tube was noted. Ventricles and sulci were within normal limits for the patient's stated age. There was no evidence of acute intraparenchymal or subarachnoid hemorrhage. Gray-white matter junctions were intact. No mass lesions were noted on the noncontrast examination. There was no evidence of any acute infarction. There was no evidence of any old infarct. Calvarium was unremarkable. Visualized mastoid air cells and paranasal sinuses and orbits were unremarkable. No abnormal calcifications were present. The conclusions of the noncontrast head CT were that the endotracheal tube was present and there was a normal noncontrasted head CT. A single frontal image of the abdomen was obtained. The equipment projected over the abdomen and pelvis similar to a prior study. Large amounts of stool in the descending and rectosigmoid colon was noted. A moderate amount of air in nondilated large and small bowel was noted. There was hardware in the left femur. Probable metallic clips project over the gastroesophageal junction, unchanged. The bones were osteopenic, which lowered the sensitivity of the study. There was a nasogastric tube which coursed below the diaphragm, its tip projected over the body/antrum of the stomach. An ap portable view of the chest showed the distal end of the endotracheal tube positioned 3.5 cm above the carina. There was a stable right chest wall 2-lead pacer. Cardiomediastinal contours were unchanged. Stable elevation and eventration of the right hemidiaphragm. Possible small right effusion. Probable left basilar atelectasis. Stable scarring was seen in the left mid lung. Suture material projected over the right mid lung. The patient tested positive for opiates, tricyclic antidepressants, and oxycontin. Additionally, lactic acid was 4.4 mmol/l at 13:07 and at 3.0 mmol/l at 15:00, which exceeds the reference values of 0.4-2.0 mmol/l. The patient's glucose (171 mg/dl), blood urea nitrogen (20 mg/dl), creatinine (2.52 mg/dl), potassium (5.9 mmol/l), aspartate aminotransferase (55 u/l), anion gap (23), and troponin I (0.52 mg/ml) all exceeded normal values. The patient's sodium (134 mmol/l) and carbon dioxide (19 mmol/l) levels were both lower than normal values. The patient's red blood cell distribution width (16%; 51 fl) also exceeded normal values. The patient's ph (7.27 at 13:07, 7.34 at 15:00), partial pressure of carbon dioxide (34 mmhg at 15:00), partial pressure of oxygen (55 mmhg at 13:07 and 36 mmhg at 15:00), base excess (-8 mmol/l at 13:07 and -7 mmol/l at 15:00), bicarbonate (19 mmol/l at both 13:07 and 15:00), and oxygen saturation (84% at 13:07 and 65% at 15:00) were all below normal values. It was reported that the husband was told she was not expected to recover. Subsequently, it was elected to withdraw care in favor of comfort care according to the patient's wishes. It was noted that the patient never wanted to be on life support. The patient then passed away on (B)(6) 2016-04-23. The event was noted to be possibly related to the device or therapy, not related to the implant procedure, and it was noted that morphine was possibly related to the event. The drug action that caused the event was noted to be the addition of a new drug. It was noted that the other diagnosis at the time of death was an accidental overdose on dilaudid leading to respiratory distress. She had a possible overdose for dilaudid, it was not clear whether she could do it intentionally or if it was a malfunction of the pump. The patient's medical history included urinary tract infection and chronic knee pain. Past surgical history includes pacemaker, hysterectomy, appendectomy, hernia repair, and pain pump. The patient's allergies were to valium, keflex, and sulfa.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the immediate cause of death on the patient's death certificate was listed as probably arteriosclerotic cardiovascular disease.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was indicated that the death was possibly related to the therapy, but not related to the device or procedure.

Event description:
Additional information received from a consumer reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.